Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm. They had a high blood glucose level of 400 mg/dl. Troubleshooting was performed. They performed 5.0 units of fill cannula process. The customer stated that insulin did not exit. They removed the reservoir from the insulin pump. They pushed insulin slowly through the tubing and insulin was able to exit the fill tubing. They did an insulin pump rewind, reinserted the reservoir, and ran a manual prime until at least 5.0 units. The customer reported that insulin exited. It was explained that the alarm was caused by an infusion and reservoir occlusion. Per customer request, the device will be replaced and returned for analysis. The reservoir will also be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly or excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.